Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: brand name: micra <model #: mc1avr1-delsys / expiration date: 14-oct-2021 / serial#: (B)(4)> UDI #: (B)(4), device available for evaluation: <no> dev rtn to MFR? <no> <device mfg date: 07-may-2020> labeled for single use: yes, (B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempt at a leadless implantable pulse generator (ipg) implant procedure, the patient developed a drop in blood pressure, a drop in oxygen saturations, cardiac perforation and pericardial effusion. During the procedure contrast was used twice, but only right anterior oblique (rao) views were used. The device was deployed twice, with normal tines' engagement, however, thresholds were higher than maximum output on both deployments. The procedure was deemed challenging, as the patient had a small cardiac silhouette and high septal placement was indicated. A high septal position was located, but the contrast failed to exit the cup, even on applying extra pressure. This application of extra pressure resulted in having to slightly recapture the tines. The physician released the pressure and attempted again with more contrast. The physician then deployed the device. The tines engaged, but thresholds were reported as high. The device was recaptured and deployed again more distally. Again thresholds were reported as high. The device was then recaptured and at this point, the patient's blood pressure and oxygen saturation were dropping. An echocardiogram revealed cardiac perforation and a pericardial effusion. Pericardial centesis was performed and a drain was used. The patient was deemed too unstable to continue the procedure and the implant procedure was abandoned. An ipg system implant will be scheduled for a later date. No further patient complications have been reported as a result of this event.